Event description:
The customer reported that the collimators closed down and would not reopen. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.